Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed via remote transmission. Review of the session record revealed the battery trend looked normal. The patient will continue to be monitored.